Event description:
Pt states that he just tried to change his pump and it won't start delivery program. No other info known. The reported product fault occurred while in use with a pt. The product issue didn't cause or contribute to any clinical injury. Dose or amount: 100ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.